Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to vaginal vault prolapse post hysterectomy, cystocele/rectocele, urethral hypermobility with mixed urinary incontinence and weakened pubocervical fascia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to failure to heal.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal atrophy and vulvitis. No additional information was provided.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.